Manufacturer narrative:
H6. Code 4111: requests were emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of reintervention, description of related procedures and intra and postprocedural dicom angiography imaging series. H6. Code 3221: the emails to the author remained unanswered. The requested information was not provided. With no additional information provided, gore is unable to perform further investigations of the related complaints.

Manufacturer narrative:
The following article in press was reviewed: "the different effect of branches and fenestrations on early and long-term visceral vessel patency in complex aortic endovascular repair". Rodolfo pini, md, gianluca faggioli, et al. J vasc surg 2019;p:1-7. Pub date 2019-10-18. Doi: 10.1016/j.jvs.2019.07.076. Patient identifier remains unknown, therefore the gore case reference number was used. Patient age was not given within the literature. Patient gender was not given within the literature. Date of the event remains unknown, therefore the date the article was first published was used. A request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of reintervention, description of related procedures and intra- and postprocedural dicom angiography imaging series. The device remains implanted in the patient. Therefore a device evaluation could not be performed. The serial number of the device remains unknown. Therefore a review of the manufacturing record could not be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article in press was reviewed. "The different effect of branches and fenestrations on early and long-term visceral vessel patency in complex aortic endovascular repair". Rodolfo pini, gianluca faggioli, et al. J vasc surg 2019;p:1-7. Pub date 2019-10-18. Doi: 10.1016/j.jvs.2019.07.076. The aim of the study was to evaluate visceral vessel loss according to the type of revascularization performed (fenestrations vs branched). From january 2012 to december 2017, 158 asymptomatic high surgical risk patients underwent aortic endovascular treatments with fenestrated or branched devices (f/bevar, zenith® endovascular grafts, cook medical) for different types of aortic aneurysms. In total 401 fenestrated revascularization were performed. The visceral vessels were bridged with balloon-expandable stent grafts (advanta v-12; atrium). Branched endografts were used in patients with tortuous anatomy. In total, 122 branched revascularization were performed. Side branches were treated with a distal gore® viabahn® endoprosthesis with propaten bioactive surface which was reinforced proximally with a balloon-expandable stent graft (advanta v-12; atrium). For the ¿branched¿ ¿ group the literature reports the following perioperative events: two renal artery thromboses occurred which were successfully recanalized by locoregional urokinase infusion and subsequent relining during the procedure. It remains unknown if the viabahn® device was involved the thrombosis. One dissection of a renal artery occurred (2203-a:-other). Fluoroscopic angiogram was showing a visceral vessel flap with distal perfusion reduction. An adjunctive self-expandable stent was deployed to resolve the dissection during the procedure. The cause of the dissection and potential viabahn® device involvement remains unknown. Fluoroscopic angiogram showed the presence of contrast medium outside a renal artery main trunk (2203-a:-other). The bleeding was successfully treated with a stent graft extension during the procedure. The given information does not suggest that the viabahn® device was involved the injury of the renal main trunk. A total of 15 visceral vessels showed kinking ¿ six celiac trunks, four superior mesenteric arteries and 5 renal arteries. Intraoperative fluoroscopic angiography identified severe angulation (2203-a:-other) of the bridging stent graft, or between the bridging stent graft and the artery, with stenosis more than 50 % without affecting organ perfusion. All cases of kinking were corrected by self-expandable stent extension into the visceral vessel during the procedure. For the ¿branched¿ ¿ group the literature reports the following events which occurred during the follow-up period within the first year: in two patients the loss of the renal artery was accompanied by acute back pain and were successfully treated with locoregional urokinase therapy and relining. The given information suggests thrombosis/occlusion of the viabahn® device. In three patients the loss of the renal artery was detected incidentally on standard follow-up imaging studies. The events were not accompanied by significant renal function deterioration and were left untreated. It remains unknown if the viabahn® device was involved in these events.